Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1, 06/01/2011. Device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The ok and down-arrow keypad buttons were intermittently responsive during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow keypad button requires multiple presses for a response. He noted that the buttons feel flat, and do not bounce or spring back when pressed. The family member confirmed that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that the patient wears the pump clipped to her pants.